Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace ultrasonic knife was used and the white pad fell off. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: damage observed was on the distal part of the instrument. No detached or missing material however the white gasket fell off. No fragments fell into the patient.